Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. This emdr represents the bard/davol mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent the bard/davol composix mesh e/x (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of composix e/x (device #1). Per op notes, ¿a composix e/x (device #1) was placed using sutures.¿ (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per op notes, ¿adhesions to the small bowel were taken down. A small ventralex mesh (device #2) was then placed to the fascia using prolene sutures.¿ (note: the previously placed composix e/x (device #1) was not seen during this procedure). (B)(6) 2016 - patient was diagnosed with fistula, bowel obstruction & infected mesh thereby underwent removal of mesh (device #1 & #2). Per op notes, ¿rotten old mesh with multiple metallic tacks were present in the abdomen. This was removed. There were several areas of small bowel adhered to the mesh and fistula section of the transverse colon. Small bowel was resected.¿